Event description:
It was reported that this defibrillator recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device currently remains in service. No adverse patient effects were reported. Additional information was received. It was reported that the device was beeping. Technical services (ts) discussed options for turning off the beeper. It was noted that the current plan was not to replace the device. No adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5.

Event description:
It was reported that this defibrillator recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device currently remains in service. No adverse patient effects were reported.

Event description:
It was reported that this defibrillator recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was reported that a request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device currently remains in service. No adverse patient effects were reported. Additional information was received. It was reported that the device was beeping. Technical services (ts) discussed options for turning off the beeper. It was noted that the current plan was not to replace the device. No adverse patient effects were reported. Additional information was received. The defibrillator was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5.